Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2003 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, and vaginal scarring. It was reported that the patient underwent mesh revision in 2006. On (B)(6) 2008, primary surgery performed was urethroplasty, transpubic/perineal 1 stage repair/reconstruct/prostatic/membranous urethra/urethrolysis/transvaginal/secondary was open including cystourethroscopy. Removal was done in (B)(6) 2009. (B)(4).